Manufacturer narrative:
Overall investigation summary is as follows: incident: extravasation event. Inspection of equipment requested. Regional service completed general inspection of injector, conducted performance tests according to protocol and verified flow rate & pressure limits were within permitted range. Service stated the "reported problem is attributable to bad connection to patient. No pressure problems found. Equipment is operational." The injector does not have the capability to prevent or detect an extravasation (infiltration). However, precautions to minimize an extravasation are provided in the operator's manual. Additionally, described in the manual are i.v. Site patency check techniques, including a manual method and another using a patency key in the setup screen. Cts history search shows no other similar issues with this unit. Root/probable cause code is as follows: personnel - performance - failed to follow procedure - service stated the "reported problem is attributable to bad connection to patient. No pressure problems found. Equipment is operational." No further investigation needed at this time. Qa will continue to monitor and trend for similar issues. No CAPA at this time, these trends and issues are reported on during quality metrics reviews and during the management review meetings to consider input for corrective action. Disposition summary is as follows: service conducted performance and verified flow rate & pressure limits were within permitted range. Service stated the "reported problem is attributable to bad connection to patient. No pressure problems found. Equipment is operational."

Event description:
This incident was reported by a distributor on (B)(4) 2018, as an lfi optivantage extravasation and an inspection of the device was requested. The reporter stated that this event occurred during a procedure, which was not completed, and resulted in the injury of a patient. There was no error codes that presented during the incident. A general inspection of the injector was completed by regional service, including performance tests according to protocol, verified flow rate and pressure limits were within range permitted. The reported problem is attributed to bad connection to patient, and no pressure problems were found, deeming the equipment as operational.